Manufacturer narrative:
The team did not return for analysis the improperly placed introducer sheath. The team did return the impella pump for analysis and investigation. The introducer was improper for arterial placement. The cause of the limb ischemia is the condition/size of the patient vessel. The failure mode will be monitored and trended.

Event description:
An elderly male patient was admitted in cardiogenic shock and was taken the cardiac catheterization lab for assessment of the coronary arteries. The patient had multivessel coronary artery disease and for hemodynamic support the team made a choice to initiate impella support. In a user error the incorrect product was opened and the team placed a 23 fr introducer meant for right sided support into the arterial/left sided support artery. The artery was not of sufficient size/diameter to accommodate such a larger introducer sheath. The artery was damaged and limb ischemia developed. The patient was taken to the operating suite for sheath removal and arterial repair. A new 14fr introducer was placed and impella support initiated with the impella cp.